Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon investigation, the r30 resistor on the monitor ca board had a broken end-cap. The cause of the test failure is the defective resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.